Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that while performing a positive end expiratory pressure (peep) test at 4 lpm the bpm rises to 16/17. Customer is seeking for trouble shooting for guidance. Customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up attempts were made to obtain repair information from the customer but no response was received. To date, the customer has not called for further assistance. If additional information is received, the complaint will be updated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause could not be determined at this time.